Event description:
It was reported that the customer experienced a "high" blood glucose (bg) on the continuous glucose monitor (specific bg value was not provided); cause was unknown. Customer delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.